Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol got damaged during implantation, necessitating lens explantation. The distributor reports that the healthcare professional cut the lens into multiple pieces during explantation. Explantation resulted in damage to the iris and posterior capsule and the patient required a vitrectomy. The device has not been made available for return to rayner for evaluation. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Without the ability to examine the device and without clear event/ device details being provided it has not been possible to determine the root cause of the reported event.

Event description:
On 7th october 2021, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the iol was damaged during implantation necessitating explantation.